Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17590229/17590229, UDI: (B)(4), UDI: (B)(4).

Event description:
It was reported that one of patients spinal cord stimulation (scs) lead had high impedances. The patient underwent a lead replacement procedure wherein a new paddle lead was implanted. No device malfunction suspected. The explanted device will not be returned per facility policy.